Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s directional pad and center button. The customer blood glucose level was 250 mg/dl. Customer was assisted with troubleshooting. Customer states the issues frequency was every other day. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was not unresponsive during an easy bolus attempt. Customer states the buttons were responding now. The device will not be returned for analysis.